Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the knob broke off a mobi-c inserter intra-operatively. There were no patient impacts.

Manufacturer narrative:
Inspection: visual inspection revealed that the knob was fractured off of the end of the implant holder. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the knob broke off a mobi-c inserter intra-operatively. There were no patient impacts.